Event description:
As stated on the medwatch form received from hospital: "during insertion, the aesculap vascular clip applier snagged on the united states surgical (ussc) disposable trocar sleeve, while add'l force was applied to the clip applier, it "jolted forward with the trocar". The renal vein was torn which resulted in a complete nephrectomy.